Manufacturer narrative:
Results: five customer samples were received with the IV shield and label intact. Visual inspection of the customer returned samples identified zero defects. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 368607. Conclusion: an absolute root cause of this incident can be determined as bd is able to duplicate and confirm the customer's indicated failure mode.

Event description:
It was reported that the 21 g x 1.25 in bd eclipse¿ blood collection device opens easily in the box, leaving the needle exposed. No serious injury or medical intervention reported.